Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. In the event of a system failure, refer to the recovery procedure guidelines, appendix d, in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that during a cori-assisted tha, it was encountered a registration error in the acetabular data collection process for determining the cup size. Despite repeated attempts to re-register affected and unaffected asis, the cori registration error persisted, preventing from obtaining the cup size and proceeding with the cup navigation. It was attempted the registration process again, but as the patient had no anatomical abnormalities that could trigger the error, it had to resort to manual instrumentation to complete the case. Surgery was performed after a non-significant delay. Patient was not harmed.